Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from the representative on (B)(6) 2016. It was reported that the patient was scheduled for a pump explant on (B)(6) 2016. It was also indicated that the patient was receiving baclofen [463.0 mcg/ml] at a dose of 139.92 mcg/day and morphine [6.0 mg/ml] at a dose of 1.8133 mg/day via the implantable pump. On (B)(6) 2016 e1 (other- (B)(6) group): additional information was received from (B)(6) group on (B)(6) 2016. It was reported that with the infection at the implant site there was wound dehiscence, redness, and pus drainage at the implant site on (B)(6) 2016. The results of the MRI on (B)(6) 2016 were unknown. It was indicated that on (B)(6) 2016 the patient was admitted to the hospital and that on (B)(6) 2016 a wound debridement of the reservoir pocket and flush were performed. The patient was discharged from the hospital on (B)(6) 2016 and was treated with vancomycin for 2 weeks (dates and dose were not reported). The patient developed blisters and drainage in (B)(6) 2016. On (B)(6) 2016 the patient was hospitalized. A wound culture showed (B)(6) on (B)(6) 2016 and the pump was explanted and the patient was discharged on (B)(6) 2016. The patient was treated with keflex four times per day at an unknown dose until (B)(6) 2016. It was noted that as of (B)(6) 2016 the patient was improving and the wound continued to heal and the plan was to follow-up with the provider in 3 weeks. The patient&#62688;medical history included intractable spasticity and paraplegia. The patient&#62688;concomitant medications included cymbalta, ditropan, lasix, gabapentin, acetylsalicylic acid, probiotic, prilosec, synthroid, and albuterol.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturing representative regarding a patient receiving intrathecal baclofen. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that infection occurred. The patient reported swelling at the pump pocket site. On (B)(6) 2016, the patient underwent an MRI. The patient was put on antibiotics. The patient¿s status was ¿alive ¿ no injury.¿ surgical intervention did not occur, and it was unknown if it was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported a revision was performed where the hcp "cleaned pump" and put the same pump back in the patient. During that time, the patient experienced a mini stroke. It was reported this did not resolve the infection, and the pump was removed "cold turkey" on (B)(6) 2016, resulting in the patient having 2 strokes. It was confirmed the pump was removed, but it was not confirmed if the catheter was removed at that time or not.